Event description:
While wearing the external equipment, the pt reportedly had no sound perception. In 2005, the pt was seen by a co representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explaint the pt's device has been scheduled.